Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. The device was received in a state which made evaluation for the reported under infusion impossible. The device received flow testing throughout the repair process to ensure proper delivery. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed preventative maintenance testing as it under delivered. There was no patient involvement. No additional information is available.